Manufacturer narrative:
A DHR review could not be conducted as the lot number is unknown. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical that approximately five (5) weeks post-op, it was discovered that the screw back out, causing the cam locking device to become separate from the plate. Original surgery date of (B)(6) 2020, and revision was conducted on (B)(6) 2020. The locking cam and screw were explanted from the patient and discarded, while the rest of the construct was left in the patient. As stated, the explanted pieces were discarded, so no inspection of the product is available.